Manufacturer narrative:
A review of the manufacturing records for the device(s)verified that the lot(s) met all pre-release specifications. Please results of imaging and engineering evaluations. According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts additionally, the IFU warns: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Additionally, the IFU instructs under patient selection and treatment: adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to assure successful sheath introduction and subsequent withdrawal. The root cause for the event is unable to be determined however the presence of the surgical graft and (B)(4); with a reported diameter range within the stent measuring 7-3.4mm may have caused or contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 this patient underwent emergent treatment for a pseudo-aneurysm which had formed at the anastomosis site of an aorto-bi femoral surgical graft; with bare metal stents (bms) previously placed in the distal right common iliac artery (rcia) and left common iliac artery (lcia). The pseudoaneurysm had enlarged to 15cm and caused a fistula with the bowel. The patient was treated with gore excluder aaa endoprostheses featuring c3 delivery system. The trunk ipsilateral leg component was advanced up the left side and implanted. The contralateral leg component was advanced up the right side and implanted. During removal of the device delivery catheter it was reported that the leading olive and about 10cm of the tip of the delivery catheter separated from the catheter and remained in the graft. The avulsed section of the delivery catheter and olive were successfully snared and retrieved intact. Some resistance was reported with the delivery and retrieving of devices through the bms in the distal rcia, but not excessive resistance. There were no reported significant anatomical considerations for the patient as most of this segment was surgical graft with two bms in both common iliac arteries (cia). This segment was tight and it is possible the device got caught up somewhere in this segment and contributed to the event. The patient tolerated the procedure with good results and was transferred to the intensive care unit (ICU) for treatment with antibiotics for the infected pseudo-aneurysm. The retrieved portion of the leading olive and tip of the catheter delivery system were retained and are being returned to gore for analysis.